Event description:
Defective baxter epidural tubing. Sales rep knows they have tubing problems and recommended priming tubing on the pump as one way to decrease problems. Rptr primed 1st tubing on pump, alarmed, "air in line." Repurged tubing x2, still alarmed. 2nd tubing, primed on pump, same message. 3rd tubing worked.